Event description:
Information received indicates the brake pedal will not go into the brake position.

Manufacturer narrative:
The technician found the brake detent was cracked, preventing the brake from holding. The technician replaced the brake detent to repair the bed.